Manufacturer narrative:
A ge service rep performed an on site investigation. The f5 fuse was replaced during the service call. The system was tested and found to be working as intended, put back into service.

Event description:
The customer reported that the 9900 system had a channel 8 error code during a case. No pt injury was reported.